Event description:
It was reported that after a successful insertion and initial pumping, the balloon membrane did not fully inflate at the proximal end. Customer stated that the death had nothing to do with the event involving the iab catheter.

Manufacturer narrative:
The device is promised for return, but has not yet been rec'd. When the device is returned it will be evaluated and a supplemental report submitted with the results. (B)(4).